Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were not responding and frozen display. Customer's blood glucose level was 102 mg/dl at the time of incident. Customer stated while performing self test customer got insulin pump error and then battery failed alarm. Customer reported the time clock does not advance. Customer was unable to successfully clear the alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. The pump was received with all buttons responding properly. Device passed the self test and the displacement test. No unexpected pump error 63 alarms or battery failed alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly.